Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000164945

Event description:
It was reported that the patient experienced migration of the ipg and ineffective therapy. X-ray imaging revealed fracture of one lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg and lead were replaced to address the issue. Therapy was restored post-operatively.